Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event, and was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure to remove and replace a stent, the scope was damaged and the patient reportedly sustained a minor scratch in the esophagus but no treatment was required. The facility staff reported that when the stent was removed from the patient, the user could not see the papilla. As a result the user elected to withdraw the scope, so the patient 'could be moved into a supine position; however, upon withdrawal of the scope, the user noted that the scope was split at the bending rubber area, with an exposed wire, which likely caused the patient's outcome. The procedure was completed using a different device. The patient was kept in the hospital for observation, and was discharged from the hospital the following day, and the patient is reportedly doing fine. The subject device was not returned to olympus for evaluation. A review of the instrument history showed that the user facility purchased the device on 09/26/2007 and the device has not yet been returned to olympus for service since then. The user facility is known to be using a third party service provider. The exact cause of the user's report could not be conclusively determined at this time. If the subject device is received for investigation at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure the scope split apart at the bending rubber. The doctor did not know the scope had split. The doctor wanted the patient positioned on his back so, the scope was withdrawn from the patient. Upon withdrawal of scope from the patient, the doctor noted the damage on the scope. There was a sharp piece of metal exposed and the patient was cut when the doctor pulled out the scope.